Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the sales representative was at the hospital and interrogated both devices which were found to be in backup vvi operation. The devices would not be used and returned for evaluation. No patient was involved.

Manufacturer narrative:
No conclusion code available. Final analysis confirmed the reported backup operation occurred due to an authentication failure from telemetry interruption. Electrical testing found normal device characteristics with a battery voltage of beginning of life.